Manufacturer narrative:
Eval summary: a trail fit was performed with a mating 12/14 taper and the locking taper functioned as intended. With the info provided, no failure can be found. The femoral head was returned in excellent condition. The taper feature was found to be conforming to print specs. Device history records indicate all components were manufactured and inspected to spec.

Event description:
It is reported that the femoral head would not fit on the stem. A new head was used.